Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the foreign objects coming out of the suction mouthpiece: cause traced to a deformation and leakage problem; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The tracheal intubation fiberscope was returned to the service center with a report of a suspicion of water leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, foreign objects were found coming out of the suction mouthpiece. There was no patient involvement.